Event description:
Adult male with history of diabetes mellitus (dm), metastatic pancreatic ca and resent shortness of breath. Procedure: placement of left pleural drainage catheter with ultrasound guidance. During the procedure, the tunneler broke when trying to tunnel through the pleural space. No known harm to patient. Manufacturer response for rocket ipc insertion set, rocket (per site reporter). Will obtain.